Manufacturer narrative:
Investigation determined that a limited number of sofia sars antigen fia test cassettes from lot number 706142 have an increased potential for false positive results. (B)(4). A field action was initiated as a result of the investigation. Source: email.

Event description:
Reported 1 false positive sars results for one asymptomatic patient (off label use at the time). The customer communicated the result was confirmed negative by molecular (pcr testing).